Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a investigation ¿ evaluation it was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg would not advance over the wire. The patient underwent endovascular aortic repair (evar) on (B)(6) 2023. The physician gained access with a lunderquist wire and was able to place a zenith flex aaa endovascular graft bifurcated main body in the patient. Next, the zenith flex with spiral-z technology aaa endovascular graft iliac leg was ready to be placed. However, it would not advance over the wire and into the patient. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was removed and another like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned to cook for investigation. A physical examination found one used device coiled up and placed in a small box. The 0.035" wire guide was advanced to approximately 129.5cm through the proximal hub and was met with strong resistance not advancing any further. Then the 0.035" wire guide was advanced to approximately 7.5cm into the distal tip of the device and was met with strong resistance not advancing any further. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search did not identify any other events associated with the reported device lot. Cook also reviewed product labeling. The IFU t_zaaasz_rev4 packaged with the device contains the following in relation to the reported failure mode: "4 warnings and precautions 4.5 implant procedure ¿ do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. ¿ maintain wire guide position during delivery system insertion. 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient." Evidence provided by the complaint facility, DHR, complaint history, device failure analysis, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has determined a definitive cause for the reported failure could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg would not advance over the wire. The patient underwent endovascular aortic repair (evar) on 22nov2023. The physician gained access with a lunderquist wire and was able to place a zenith flex aaa endovascular graft bifurcated main body in the patient. Next, the zenith flex with spiral-z technology aaa endovascular graft iliac leg was ready to be placed. However it would not advance over the wire and into the patient. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was removed and another like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.